Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that every 5 to 7 seconds they were getting a jolt in their stomach that was progressively getting worse. There were no falls or traumas related to the issue. The patient was given contact information to have an x-ray to check for lead placement. They reported symptoms of being sick and losing weight. Follow up information from the patient noted that they had been having a return of symptoms and they were not sure if the device was functioning. The patient was going in to have an x-ray. The manufacturing representative (rep) was contacted to help follow-up. The implantable neurostimulator (ins) was indicated for gastric stimulation/gastrointestinal/pelvic floor.